Event description:
It was reported that the procedure was to treat a mid left anterior descending artery. The patient presented with chest pain and plain old balloon angioplasty (poba) was being performed. During preparation of a 1.5 x 15 mm mini trek, while introducing the balloon over a guide wire, the mid shaft of the catheter separated. Another trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw, rhv: copilot, sheath: cordis 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.